Manufacturer narrative:
A retention sample of the same type manufactured on the same day as the actual sample was evaluated as follows. Visual inspection did not find any anomaly in its appearance. The thermistor probes on the venous blood inlet port and on the blood outlet port were confirmed to be intact. The retention sample was built into a circuit with factory-retained tubes. Saline solution at 23°c and 1000ml filled in the circuit and circulated in it for 30 consecutive minutes at the flow rate of 4l/min. And at room temperature of 24°c. Immediately after this circulation, the temperature of saline solution was determined at the thermistor probe on the blood outlet port, the thermistor probe connected to the three-way stop cock located on the upper stream line, and at the thermistor on the venous blood inlet port. There was no anomalies or no variability in the obtained temperature values. A review of the device history record of the involved product/lot number combination confirmed that there were no production related problems. A search of the complaint file found no previous report of this nature with the involved product /lot number combination. There are many complex clinical variables that may have affected the reportedly observed conditions. However, there is no indication that the reported event was related to a device defect or malfunction. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the capiox fx25 device was unable to determine temperature. Follow up communication with the user facility reported the following information: during recirculation prior to ecc at the flow rate of 4.0l/min. And at room temperature of 23 degrees c with running the heater-cooler, the customer checked temperatures for any anomalies at the thermistor probe on the blood outlet port, at the thermistor probe connected to the three-way stop cock, and at the thermistor probe on the venous blood inlet port. There was a difference between the temperatures determined at the thermistor probe on the blood outlet port and the thermistor probe connected to the three-way stop cock by approx. 1 - 3 degrees c. During warming the solution, the temperature at the thermistor probe on the blood outlet port and the temperature at the thermistor probe on the venous blood inlet port was only sometimes displayed. At the time of the reported issue there was no patient involvement. The procedure was completed successfully.